Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "stops then run, primes and works just fine". They stated that the pump was not running and that they would have to press prime and then run again. They stated that the pump did not alarm. Mmdg followed up with the initial reporter who stated that the patient had no adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. The pump history was also reviewed. The pump history does show that the pump was being paused and primed during the feeding, as the initial reporter stated, however, there is also evidence that this occurred after the pump alarmed no flow in. The pump does appear to have been alarming as expected. Based on the investigation information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "stops then run, primes and works just fine". They stated that the pump was not running and that they would have to press prime and then run again. They stated that the pump did not alarm. Mmdg followed up with the initial reporter who stated that the patient had no adverse effects due to the complaint. (B)(4).